Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were not getting any stimulation. It was reported that they were reprogrammed and that screen (B)(4) was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that the controller screen displays a "settings not available" message. Patient stated that it was not working. The issue started probably on (B)(6) 2018. They further clarified that they were seeing "settings not available" screen. Troubleshooting was performed and patient was asked to take the rechargeable battery out and reinsert it. It did not resolve the issue. Patient reported no trauma/falls. On (B)(6) 2018, patient reported that they were still seeing settings not available. Cannot provide your desired intensity setting (59) screen. Pt said that he had also seen the same message on the controller but he thinks the bottom right had corner had the number 1 (instead of 59), this was not manifesting during the call. Patient said that he had removed and reinserted the lithium battery pack into the controller but that didn't resolve the issue. Patient was getting message on both group a and b. It was reviewed with patient to charge the ins battery if it was low. Patient reported that ins battery was not low and that ins was at 90% and controller was also charged up. Caller was redirected to follow up with hcp to check device. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was getting an out of regulation (oor) message at 5.8 ma. The rep also reported that the patient wasn't getting enough pain relief. The impedance check showed electrode 3 as don't use and 2 as avoid. Electrode 2 was at 29-33k and 3 was greater than 40,000 ohms. The rest of the electrodes were 1,300-2,200 ohms. The rep ended up using 7+ and 6-, 300 pulse width and 70hz. The programming was allowing the patient to get pain relief and stimulation. The patient was able to go up to 8ma which was higher than what the patient needed. Additional information was received from the rep on 2018-06-08. The rep reported that he spent 2 hours reprogramming the patient. The rep reported that he found contacts that were useful for the patient and the patient left the clinic with appropriate stimulation and no oor was seen. The rep reported that the patient went to bed and had to turn stimulation down and attempted to turn back up again on (B)(6) 2018. The rep reported that the patient saw the settings not available screen. The patient¿s device was charged. The rep reported that the impedance range was 20-30k ohms. The rep reported that the patient went home with the parameters at: 7+, 6-, 5+,450-500 pulse width and 75 hz. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.